Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope was leaking at the bending rubber section which failed leak test and was not able to reprocess the device. Upon inspection and testing of the customer returned device, it was observed the forceps cover adhesive peeling on the edge of the probe. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon further inspection the unit the reported event was confirmed, and the objective (ob) lens adhesive is peeling and chipped around the forceps passage is damaged. It was also noticed the scope connector is loose, play in the control knob, the forceps lever is stiff. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the forceps cover adhesive peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.